Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical application specialist reported flaps were created bilaterally with no issue. When lifting the right flap, it was noted to be extremely thin. As the surgeon was removing the flap lifter, there was a tear above the hinge. Procedure was aborted and a bandage contact lens was placed on the eye. Upon follow up, procedure was not completed due to tear in hinge of flap. Unsure if patient will do photo refractive keratectomy (prk) in the future. Patient was hesitant and nervous to begin with. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Without treatment report, the reported treatment could not be identified in the logfile. A logfile review for the whole day was performed. The logfile review showed during start-up of the system the vacuum, the energy and the ablation tests were performed without problem. All treatments were performed successfully on that day. The energy was stable. No relevant deviation between planned and performed energy was detectable for the treatments. No technical root cause could be identified that could contribute to the reported event. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).